Event description:
This case was reported by a consumer via a regulatory authority (FDA medwatch program) and described the occurrence of foot injury in a male pt who received poligrip (formulation unk) for denture adhesion. Co-suspect medication included fixodent. In 2001, the pt started using a small amount of poligrip and fixodent (dental) daily. At an unk time after starting poligrip and fixodent, the pt experienced foot problem, leg problem and leg and feet pain. The regulatory authority reported that the events were clinically significant (or requiring intervention). Treatment with poligrip and fixodent was continued. At the time of reporting, the events were unresolved. The pt said the events had been going on for months. The manufacturer's report number for this case is 9681138-2009-00099. Poligrip is manufactured in (B)(4) and neither the product not lot number for this product is available. (B)(4).